Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) was dislodged which was confirmed through x-ray. Additional information indicates that dislodgement was confirmed by the physician. This lead also exhibited high pacing thresholds. Lead revision was performed but remains in service. No additional adverse patient effects were reported.